Manufacturer narrative:
Age/date of birth: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review).a search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that capsular bag ruptured immediately after implantation of dcb00 model intraocular lens(iol). The event was observed during implantation of lens into patient's eye. The lens was fully inserted and removed in the same procedure. There was a delay in the procedure. Medical/surgical intervention such as vitrectomy, incision enlargement and sutures were performed and also medication was prescribed to the patient. Suspect product not available for return. No further information provided.